Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller had not been working for the past 3 days. Patient stated that when they go to use the controller, the controller battery would be at 100% and the implantable neurostimulator (ins) was at 100%. Patient also said that the controller battery displays wrong percentage. Patient also stated that last night they were laying on the bed and were getting shocks that they would not believe from all up through their heart. Patient noted that they shut the controller off and took it off the bed, and the shocks stopped but they do not know what caused that. Patient mentioned that they tried resetting the controller, but that did not resolve the issue. During the call, agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient reinserted the battery and confirmed that there was no flashing or solid light above the controller screen. Patient services (pss) reviewed what can cause the shocks and the issues with the controller with the patient. The issue was not resolved. An email was sent to the repair department to replace the controller.